Event description:
It was reported that, two hours going through a body scanner at an airport, the patient experienced painful cramping and shocking on her left side from her vagina to her toes. The cramping and shocking made it "difficult for the patient to walk even with the implant turned off." On (B)(6) 2011, the patient visited a health care provider, who stated the body scanner had "erased all parameters" for the device. The patient was successfully reprogrammed and was receiving adequate stimulation at last contact. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).